Event description:
Hill-rom received a report form a hill-rom technician stating the brakes not set alarm did not work. The bed was located in medsurge at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested checking voltage to the external alarm. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the external alarm to resolve the issue. Based on this information, no further action is required.